Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the "image disappears from the monitor". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during investigation the error description provided by the customer "the pdd endoscopic image disappears" was confirmed. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is "mechanical defect of the camera head cable due to frequent usage". The IFU describes in detail (section 3.5, page 6) that products may fail during use and how to handle this situation. The investigation did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).